Event description:
Balloon rupture reported. Three unsuccessful attempts were made to insert a pulmonary artery catheter into a pt on the right side using a braun introducer. After the third attempt, the staff obtained a new introducer kit and catheter of a different lot number and were able to successfully insert the pulmonary artery catheter on the pt's left side. The pt remained stable and there was no report of pt harm.